Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - if it becomes available in the future, please provide lot number. --the lot number is slmkla. - when did the needle detach/pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --please refer to the event description, other information requested is unknown. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample revealed short insertion in the strand, with the needle/suture combination detached from the needle and the insertion end of the suture not meeting the required specification. The investigation confirmed that the short insertion issue was present in the sample, resulting in the detachment of the needle/suture combination and failure to meet product requirements. The product issue identified will be addressed through the ethicon quality system; no patient involvement or adverse outcomes were reported in the investigation summary. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through eth quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.